Event description:
Reporter indicated that vns pt has been experiencing a "tickle in their throat" that turns into a cough which leads to severe shortness of breath. It was reported that the pt has had to call an ambulance during these episodes due to respiratory distress. Treating neurologist indicates that the event is related to the vns. Programmed device settings have been reduced and the pt reportedly still coughs but the coughing has decreased.